Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer did not provide further information as call with tandem technical support was abruptly discontinued. Upon follow up, customer did not provide additional information regarding this event.